Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the prescribed dose had been delivered, yet 63 ml had remained in the medication bag. There was 0.1 ml left to be infused, despite the remaining volume. A new pump had been placed, and the patient had received the remaining dose during the clinic visit. There was no patient injury.